Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were having low blood glucose readings and they get disoriented when coming from a low event. Customer also reported that the insulin pump and sensor shut off in the evening. No further details were provided as to the cause of the device turning off. The insulin pump was not returned for analysis.